Event description:
I have the essure birth control, have had pain and suffering since getting it. It's gotten worse over the days/years. Tried enduring the harm it's causing but can't anymore. I have genital hemorrhage, weakness, high blood pressure from pain, rashes, nausea/dizziness/ chills/ difficulty breathing from intolerable pains, increased yeast infections, immobile from severe pain. I'm seeking medical help, might admit myself into ER. Essure permanent birth control. FDA safety report ID # (B)(4).